Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis, visual and functional inspections were performed on the returned device. The reported failure to cycle/needle to cuff miss issue was confirmed. The plunger and foot mechanical jam was not confirmed. Reportedly no femoral angiogram was performed. It should be noted that the instructions for use (IFU), perclose proglide, ce, states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. In this case, it cannot be determined if the IFU violation caused the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effects of, bruising/hematoma is listed in the as a known potential adverse event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an arteriovenous malformation interventional procedure. No femoral angiogram was performed. Reportedly, the plunger of the proglide device would not come down. Continued on to lift the lever; however, the lever could not be lifted to deploy the foot and when the plunger was removed no suture was present, the knot was not made. A hematoma, not greater than 6 cm, was noted. Manual arterial compression was applied to treat the hematoma and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.